Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 300mg/dl and a manual injection was administered to address the bg level. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
Reportedly, the customer's supplies had been in use for more than 3 days.